Event description:
It was reported that the video system center had no video signal and did not respond to any button press. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: water leak in printed circuit board and main board a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in printed circuit board, the image was not displayed. Due to water leak in main board, the system response was slow. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.